Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: ddbb1d1 ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that there was undersensing on the atrial lead as fine atrial fibrillation waves were underdetected on the presenting electrogram on a remote monitoring transmission. The lead remains in use. No patient complications have been reported as a result of this event.